Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not recognize therapy electrode connection) was investigated. The monitor intermittently failed incoming functionality testing. Upon investigation, the enclosure cover was cracked and the belt connector was loose. The cause of the intermittent communication resulting in the resets was a damaged belt receptacle. The root cause of the damaged belt receptacle was unable to be positively identified.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it would not recognize an electrode belt.